Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(6).

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was 200mg/dl at the time of incident. Troubleshooting found that the pump also alarmed battery out limit and the keypad buttons are not responsive. Troubleshooting could not be done as the buttons do not work. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind test due to a corroded motor home switch. Unable to perform functional tests, including displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery or verify the battery out limit alarm due to the motor error alarm. The pump was received with intermittent button response due to an unlocked keypad connector on the lcd board. No moisture damage on the keypad traces or electronic assembly noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked reservoir tube lip and a missing end cap sticker.